Manufacturer narrative:
G4: 16oct2020 b4: (B)(6) 2020 a front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30mar2021. B4: (B)(6) 2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 19-may-2020.

Event description:
It was reported that the ventilators navigation ring was not working. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.